Event description:
Reporter indicated that vns pt experienced hoarseness after the device was programmed to on and was subsequently diagnosed with vocal cord paralysis by an ent. It was reported that the pt's device was programmed to on the day after implant surgery. Investigation to date has been unable to determine the cause of the reported events.